Event description:
Necrosis and loosening around the tibial baseplate was reported for pt with a total knee replacement. Revision surgery is being considered.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.